Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-operative device was generating excessive heat and making a strange noise. There is no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device is available for evaluation. Device was returned on jan/19/2016. Date MFR. Rec: jan/25/2017. The product was returned for analysis. Analysis could not confirm the reported event of the handpiece generating excessive heat. Motor was making a strange noise and was running rough. Pre-repair temperature testing could not be performed. The device was un-repairable due to graphics being out of specification. The graphics was 180 degrees. The device was not repaired, it was scrapped. Methods: actual device evaluated; visual inspection. Conclusion: operational context caused or contributed to event.